Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that customer experienced high blood glucose of 525 mg/dl and insulin pump alarmed for compromised force sensor system. Customer¿s current blood glucose was 120 mg/dl. Customer was not able to rewind the insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
The information provided about the insulin pump model number with the initial report was incorrect. The correct information has been included with this report.(B)(4).

Event description:
It was reported that the insulin pump model number is 523.